Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No additional information was received in follow-up. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. ((B)(4)). The physician did not know if this was caused by an infection, low cardiac output or a coagulopathy. The lower pacing rate was reprogrammed to eighty beats per minute. Further noted that the patient did not improve and had bleeding from the mediastinal tube and wound. The patient experienced a cardiac arrest and was not able to be resuscitated. The cause of death has been requested and not received.

Event description:
It was reported that the patient is deceased and died approximately six days after the device system implant. Additional information received indicated the patient had been admitted to the hospital for erosion and possible infection of a competitive device system. The competitive system was explanted and the patient was started on antibiotics and allergy treatment. One day after explant of competitive system, the patient presented with hemodynamic decompensation. An echocardiogram showed that the patient had an anterior papillary muscle tear, tricuspid valve injury and inter-atrial communication. The patient's hemodynamic status worsened and the tricuspid valve was surgically replaced, the inter-atrial communication was closed and a resynchronization device system, including an epicardial patch of this manufacturer was implanted. Two days after the procedure, the patient developed multisystem failure.